Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter prior to the puncture and was noticed during the tests. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "the needle go through the catheter during the test." "The 360º flip was made prior the puncture. There was no damage to the patient/health professional. The defect was noticed during the tests."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs for evaluation. Bd received five used insyte autoguard 22ga units from material number 38182314, lot number 9245845. Four units were retracted needle/barrel assemblies, four loose catheter/adapter assemblies and one unit intact. Also, received three needle covers and four opened empty packages. In addition, three photographs were also submitted which displayed similarities to that of the returned units. Through the visual microscopic evaluation, all five of the returned units had the characteristic ¿v¿ shape of a ¿spear through¿ approximately 1/16 of an inch from the tip of the catheter. Samples 2 and 3 displayed skiving marks inside the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter prior to the puncture and was noticed during the tests. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "the needle go through the catheter during the test." "The 360º flip was made prior the puncture. There was no damage to the patient/health professional. The defect was noticed during the tests."